Manufacturer narrative:
(B)(4). The actual device was not received; however, a photograph of the device was received for evaluation. Visual inspection of the photograph revealed a hair in the chamber. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link continu-flo solution set had a hair in its chamber. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.